Event description:
It was reported that the device did not seal, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. At an unknown date post procedure, the patient came in for a follow-up appointment. It was noted that the device did not seal. The patient was advised to restart their anticoagulation medication, but they chose not to restart. At an unknown date the patient experienced a cerebral vascular accident.

Manufacturer narrative:
Aware date of 28oct2022 used as event date is unknown.

Event description:
It was reported that the device did not seal and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. At an unknown date post procedure, the patient came in for a follow up appointment. It was noted that the device did not seal. The patient was advised to restart their anticoagulation medication, but they chose not to restart. At an unknown date the patient experienced a cerebral vascular accident. It was further reported that the patient was implanted with a watchman laa closure device. The patient went through physical rehabilitation following this event.